Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a programming error occurred where the user intended to deliver 250 mg of phenytoin over 1 hour but that the dose was delivered in 30 minutes. After biomed reviewed the logs it was found that the user had input 520 instead of 250 for the diluent volume. As a result, the intended dose was delivered in half the time expected. There was no report of patient harm, and although requested, no patient details were provided. The event devices were tested and no abnormalities were identified.